Event description:
A customer observed non-reproducible biased vitros trop I es results for three unique pt samples tested on a vitros eci analyzer. The result did not agree with vitros trop I es results obtained from the same pt samples when assayed on an alternate vitros eci. The laboratory did not report the falsely elevated vitros trop I es results and there was no allegation of pt harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event was unable to conclude a definitive root cause although the investigation found that sample tube processing was taking place outside of the sample tube manufactures recommendations, which may have contributed to the event. There was no allegation of pt harm as a result of this event.